Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reports having a lot of problems with the aligners resulting in gum recession and pain level 7 in teeth. The first set of aligners caused damage to a tooth and gum line that ended in a root canal therapy, and continued issues. The process/issues have impacted the patient's ability to earn a living and maintain dental health. Additionally, the patient reported discomfort, periodontitis, inflammation, sensitivity, not fitting, and recent unspecified dental work.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.